Event description:
High atrial impedance reported. Atrial lead not stable, could easily pull it out after the setscrew was tightened. Device subsequently tested out of specification during manufacturer's analysis.